Event description:
The customer reported that the housing of her pump in style transformer had cracked and was falling apart exposing underlying electronics.

Manufacturer narrative:
In follow up with the customer, the customer indicated that the housing for their transformer was damaged exposing underlying electronics. The customer also stated that the product was discarded. An evaluation will not be performed on product. This issue was a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.